Event description:
It was reported that patients lead had high impedance. It was also noted that patient experience inadequate pain relief. The patient underwent a revision wherein the leads were replaced, and patient was doing well post operatively. The explanted device was disposed at the hospital.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 19043538.